Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Event description:
It was reported, during the (B)(6)2024 trial procedure, the patient complained of leg numbness and pain. As such, the trial was aborted, and the patient was admitted to the ER to address the issue. Additional information indicates, the patient has been released and the issue has resolved.